Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, g1(contact person), h6(clinical code & impact code).

Event description:
It was reported that during use on a patient , the cardiosave intra-aortic balloon pump (iabp) alarmed "temp overheated.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to reproduce the over temp alarm. The fse also stated that this was the second call for over temp on this device. The fse reviewed log and the log showed an indication of over heating. So, as a precaution, the fse replaced the front-end pcb and temperature sensor on the compressor. The fse tested the device without any issues. Then, while reviewing the logs further, the fse found fault code 137, which occurred 3 times. So, the fse replaced the display monitor video generator pcb kit and wiped down the touch panel and recalibrated the touch panel. No further failures found. The fse performed safety, calibration, and functionality checks to factory specifications. The unit was released to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to duplicate the reported issue. Upon review of the iabp log files, the fse did observe an indication of the iabp unit overheating. As a precaution, the fse replaced the front end board and the temperature sensor probe. The iabp unit was tested and not issues were observed. Upon further review of the iabp log files, the fse observed an unrelated issue of a fault code #137 which had occurred three (3) times. The fse replaced the display monitor video generator board kit and wiped down and recalibrated the touch panel. The fse reported that no further failures were found. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that during use on a patient , the cardiosave intra-aortic balloon pump (iabp) alarmed "temp overheated." There was no patient harm and no adverse event was reported.